Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via phone call low blood glucose levels. Customer's blood glucose level was below 50 mg/dl. Customer ran out of insulin, did not have a backup plan, they had high blood glucose levels and finally several low blood glucose levels. Customer treated their low blood glucose levels with food. Customer declined to speak to the helpline and did not want to troubleshoot.